Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused head cancer. The patient reported to receive medical intervention and had surgery related to the cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused head cancer. The patient reported to receive medical intervention and had surgery related to the cancer. The manufacturer has made two good faith effort attempts for additional information to the distributor ((B)(4)). One attempt was completed on 08/05/2024 and another on 09/06/2024. The distributor states that the patient is no longer receiving therapy from them. The device has not been returned to the manufacturer for evaluation and there has been no update on the location of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be submitted. Section h6 and h9 have been updated in this report. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.